Event description:
Customer reported that a patient with anti-e failed to react with vra149, exp 12/14/2010. According to the customer, on (B)(4).10, the sample was initially tested at their sister facility using vss349 and cell 2 reacted 1+. Since the sister facility does not perform antibody identification, the sample was sent to (B)(6) hospital. Sample in question was tested for antibody identification using vra149 and no reactivity was noted.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. All results were satisfactory. (B)(4).